Manufacturer narrative:
(B)(4). Batch # x9673l. Additional information was requested and the following was obtained: "there was no bleeding, leakage nor damage on tissue due to the clip. The patient is stable." Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no damage to the external components. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the number of clips remaining. The event reported was confirmed and it is related to improper use of the device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic anterior resection, clip was malformed at 12th firing. There was clip on clip at 11th firing. The surgeon confirmed on camera that the clip was loaded properly before the issue. Another device was used to complete the case. There were no adverse consequences to the patient.